Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. Date of event is an approximation. The patient experienced inaccurate cgm values which occurred 3 days after the sensor had been inserted in the arm. On the (B)(6) 2024, the patient experienced inaccuracies, no values reported. The next day on (B)(6) 2024, the patient was vomiting, experienced headache and was feeling dizzy. The patient´s mother took the patient to the hospital at 7 am on (B)(6) 2024, and the patient was admitted to intensive care unit and diagnosed with diabetic ketoacidosis. The hospital took the measurements, and the bg reading was 465 mg/dl and the cgm reading was 125 mg/dl. At the hospital the patient was treated with insulin and intravenous medication. The patient was discharged on the (B)(6) 2024. At the time of the report the patient was feeling well. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator prior to the patient went to the hospital. The reported glucose values fall within the c zone of the parkes error grid calculator when the hospital did a blood check. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.